Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery felt warm, was noted to be depleting quickly, and subsequently shut off. Reportedly, the pump would not turn on despite the use of multiple power sources. There was no reported impact to the customer's blood glucose level. The customer indicated backup insulin therapy was available for diabetes management.